Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the cramping of their muscles seemed to be related to the plugging in of a wireless battery charger for the battery in the dog caller. The first step to installing was to start the battery charger. It was on a table near them and their leg started cramping as soon as it was plugged in. They immediately asked their father to unplug the battery charger. The cramping stopped immediately. They repeated the process and the cramping started. They decided to select another brand of fence that did not require a wireless battery charger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was putting an electric fence in his yard and he was about 4 feet away from the rechargeable dog caller sensor and then his right side calf and hamstring started cramping. Patient says that once he turned the recharger off the cramping stopped. It was reported that it was a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.